Event description:
Per information provided by patient's attorney: (B)(6) 2013 - patient was diagnosed with symptomatic ventral hernia thereby underwent laparoscopic repair with implant of composix l/p mesh (device #1). Per operative notes, "lysis of adhesions was required and the defect was identified. A composix l/p mesh (device #1) was placed through the middle of the defect and secured.¿ (B)(6) 2013 - patient was diagnosed with symptomatic recurrent ventral hernia thereby underwent laparoscopic repair with implant of composix l/p mesh (device #2). Per operative notes, "dense adhesions noted to the previously placed mesh were lysed. A composix l/p mesh (device #2) was secured into the peritoneal cavity, brought out through the defect with suture and secured." (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of sepramesh ip (device #3). Per operative notes, "hernia defect was easily reduced. A small section of sepramesh ip (device #3) was secured into the peritoneal cavity, sewn circumferentially into the defect and sutured." (B)(6) 2015 - patient was diagnosed with ventral & left inguinal hernia thereby underwent repair with mesh removal (device #1, #2 & #3). Per operative notes, "the old mesh (device #1, #2 & #3) had retracted and was noted to be in a ball. This was excised. Limited lysis of adhesions was required. A prolene mesh was secured with sutures." Attorney alleges that the patient had adhesions, hernia recurrence, infection, excised abdominal wall sinus, extensive scar tissues, excision of mesh and emotional injuries.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 2 years 9 months post implant of composix l/p mesh, patient was diagnosed with adhesions, hernia recurrence and material deformation thereby underwent repair with mesh removal. Per operative notes, "the old mesh had retracted and was noted to be in a ball. This was excised." The instructions-for-use (IFU) supplied with the device identify hernia recurrence and adhesions as possible complications. This emdr represents mesh ¿ composix l/p (device #1). An additional emdr was submitted to represent mesh ¿ composix l/p (device #2) and a supplemental emdr was submitted to represent sepramesh ip (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.